Manufacturer narrative:
Inaccuracy problem consistent with component failure of the location board. After replacing the location board (lb) the sdbs system passed the accuracy test. There were no consequences to the pt.